Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. There is no indication that a new fms device was utilized. Multiple attempts have been made to ascertain add'l info as follows: 1st attempt: (B)(4) is seeing account on (B)(4) 2014 to obtain add'l info; 2nd attempt: (B)(4) 2014; 3rd attempt: (B)(4) 2014. Please note: event description references "two units with the same lot number have been reported as not functioning on the initial placement" therefore; a separate 3500a form has been completed for the other case under (B)(6) and MFR. Report#: 2243969-2014-00207. (This is report 1 of 2 to capture these cases). No add'l pt/event details have been provided to date. A returned sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that upon initial placement, complainant experienced difficulties to inflate the balloon. Add'l info rec'd indicates that two units with the same lot number have been reported as not functioning on the initial placement.